Event description:
It was reported by the customer that black fluid kind of splashed during surgery. The customer also reported that nothing went into patient's wound. As a precaution they did irrigate the patient; no further treatment was provided to the patient as a result of this event. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On may 5, 2008 the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. The saw was cleaned, lubed and adjusted before being returned to the customer.